Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d5, g3, g6, g7, h2, h6, h11. Corrected fields; g1.

Event description:
It was reported that during a routine inspection, the cs300 intra-aortic balloon pump (iabp) failed to autofill. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) the service engineer began by checking the system, k6, k6a, k7, k8 and found that the valve leak value was abnormal. To resolve the issue, the engineer replaced the drive assembly (0104-00-0018). After replacement, the engineer tested k6, k6a, k7, k8. Leak test, and it passed. The engineer stated that the safety pick leak test, safety vent test, and the motor calibration, were ok and all passed the tests. Subsequently and after running the unit for 1 hour, the iabp passed all functional and safety tests per factory specifications. The unit was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).